Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Allergic reaction/hypersensitivity: unable to observe since it is a medical event and is not related to the device. Device patch with lot number 2436783 and catalog number tsf-365g. Two devices are observed, both with the same patch information. It cannot be determined which device is for the left or right side per the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported rupture, rejection of implant and hardening confirmed by MRI and ultrasound. This relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture, rejection of implant and hardening confirmed by MRI and ultrasound. This relates to the left side. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Patient reported "the left breast hurt," "breasts swollen," "became oval," and "tissue rejection." Also reported "fibroadenoma" which was determined to be not device-related.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: ¿ brown particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture, rejection of implant and hardening confirmed by MRI and ultrasound. Patient reported "the left breast hurt," "breasts swollen," "became oval," and "tissue rejection." Also reported "fibroadenoma" which was determined to be not device-related. Device has been explanted and replaced.